Manufacturer narrative:
The safety data sheet for the plastic used in the molding of the microlet® lancets cap was reviewed. The material of the lancet cap does not contain a hazardous substance or mixture. The user is advised to seek medical assistance upon swallowing of the lancet cap.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The microlet® lancets with sku # 6547r and lot # d09e3s has the 510k# of k220633 and UDI#: (B)(4). The device was distributed outside us, therefore, no gudid information exists.

Event description:
The customer from germany reported that he accidentally swallowed a microlet® lancet endcap instead of a lipid lowering tablet.